Manufacturer narrative:
The patient event related to this issue was reported via 1723170-2016-02256. Correction: a medtronic representative, following up with the site, reported that no parts were replaced and the part returned on 9/1/2016 was unused and therefore unrelated to the reported event. As previously reported the issue could not be replicated.

Manufacturer narrative:
On 8/24/2016 a medtronic field service engineer (fse) visited the site. He reported that after taking lots of 3d spins and 2d images for two days he could not get the o-arm to reproduce the "error 13 generator error" the user was getting. They were also getting the "signal state error" which could have also caused the "error 13." He did not change any parts because he could not reproduce the issue. System performed properly during testing.

Event description:
A medtronic field service engineer (fse) reported that the o-arm system was showing an "error 13 generator overload" error during a cervical spinal surgery. Delay less than an hour. Surgery completed successfully. No patient harm.